Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product met all acceptance criteria. The omnipod's user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hrs after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that, despite giving boluses (no dosages or times reported) his blood glucose reached over 400 mg/dl less than a day after the pod was activated. When it was removed he saw that the cannula had never fired.